Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported something was wrong because they were urinating all the time and did not have control. This reportedly began a couple weeks prior to the reported. Consumer reported the night before the report from (B)(6) they got up 4 times and just had another accident. Consumer reported sometimes they feel stimulation and that stimulation is felt in different spots. Stimulation feeling reported goes ¿back and forth.¿ patient reported a couple weeks prior the device stopped working for symptoms. Consumer lost 4-5 pounds from the amount of liquid they lost from getting up all night to go to the restroom. Consumer¿s programmer had the battery warning screen. Patient replaced the batteries and reported the screen was blank. Consumer checked the battery placement and then the programmer screen turned on. The patient programmer was functioning as intended. Patient was able to successfully connect and saw program 2 at 2.85. Consumer increased from 2.85 to 2.95 and could feel stimulation. They stopped feeling stim once they stood up. They increased to 3.25 and could feel stimulation. No further complications reported/anticipated. Additional information was received on (B)(6) 2018 from the consumer: patient reported something was not working right. On (B)(6) 2018 the patient clarified that the therapy was not helping for their symptoms as much as they would like. Patient stated they still have some symptoms and wanted to make adjustments, but were unsure as to how to change programs with their programmer. Patient declined being transferred to pats, but took the number to call another time. No further complications reported/anticipated. Additional information was received on (B)(6) 2018. It was reported that all of a sudden patient was using the bathroom every half an hour. Patient stated it was like it was prior to the implant. Patient stated she could feel stimulation. Patient had access to patient programmer (pp). Synced with the patient programmer. It showed stim was on. Patient had the ability to change programs and/or adjust stimulation. Patient felt stimulation in the correct area. Patient increased stim on program 2 and could feel stim but she was not sure if the increase would help her symptoms yet. It was recommended to the patient that the patient contact hcp office about changing the program if she was still having symptoms after the increase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported she was doing really good last week but couple of day ago, she had to go all the time for her bladder. Patient said that about a month ago she was laying in bed and felt a shock in her back but then she moved and it went away. Patient reported it has been working since then. Patient said she pressed the light bulb button, the sync button, and changed the batteries and nothing would come on the screen of her programmer. Patient took the batteries out and put them back in and then the screen came on. It was confirmed that stimulation was on. Patient was on program 2 at 1.8 volts and the therapy was on. Patient increased to 2.05 volts on program 2. Patient also reported that she had a bladder up lifted with a sling on (B)(6) 2019. Patient was advised to monitor the symptoms for a couple of days after troubleshooting was performed. Patient said she was not going to follow-up with any healthcare provider. No further complications were reported.

Event description:
Additional information was received from the patient. Patient was stated the contributing factors for the shock from the device was because she was laying down on her back and it was resolved when she moved. Patient was asked the circumstances that led to the bladder sling and patient reported that the device has not helped with urination problem. She said every time she got up she would have leaking and it wouldn't straighten up. The bladder sling helped. Later on, patient got constipated but she did not know if it was because of the medicine the healthcare provider had given her or if it was because the device was acting goofy. Patient stopped taking the medicine and turned the device off last friday to see if that helped. Patient has gotten better but the constipation hasn¿t cl eared up. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that ¿it¿s not working,¿ and the patient wanted assistance changing programs. It was mentioned that every time they stand up from laying down they¿re ¿peeing all over.¿ it was initially stated that this started ¿a couple weeks ago,¿ but then they stated, ¿it works, then it doesn¿t work, something stupid;¿ this statement was not able to be clarified. It was noted that they were wearing 3 pads per day and were now wearing 10-12 heavy pads per day. It was noted that they had seen someone at their healthcare provider¿s office who told the patient that they added programs 5, 6, and 7, and had put the patient on program 5. Troubleshooting found that the patient was on program 1 at 2.10v and the patient was assisted with changing to program 2 at 1.55v where they felt stim ¿a little bit.¿ they then increased to 1.85 where they felt stim strong but comfortable. It was recommended that they track their therapeutic response and follow up with their healthcare provider for further stim concerns. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.